Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display was gradually getting dim for the past 18 months and is now difficult to read in bright light. Patient stated that there was no trauma or moisture exposure to the pump. Patient reported that the display¿s visibility was not improved by battery change or reset contrast to maximum setting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim and discolored verify screen with faded text. Unrelated to the display issue, it was observed that the battery compartment was cracked near the case seal.